Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon part was stuck inside- vagina [foreign body in reproductive tract]. Took tampon out, string broke and tampon part stuck inside [complication of device removal]. Tampon string broke, pieces of tampon came off [device breakage]. Cramp- abdominal [abdominal pain]. Consumer reported via e-mail that she pulled the tampon string and it came apart. Pieces of tampon would come off. No serious injury reported.